Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to high thresholds and high impedance measurements. This lead was removed prior to wound closure and replaced. No adverse patient effects were reported.